Manufacturer narrative:
Reliability analysis (new) unit received with no button response due to open trace on m/b. No e-o1 alarm witnessed. No unexpected lo batt or off no power noted. No frozen display anomaly noted.

Event description:
The diabetes trainer reported via phone call that the insulin pump had a low battery and returned an error message. Blood glucose level at the time of the incident was not provided. The trainer stated that the display was frozen and the keypad was unresponsive. The insulin pump was replaced and returned for analysis.